Manufacturer narrative:
(B)(4). Approximate age of device - 378 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system produced a pump stoppage event last night. The patient was asymptomatic. A log file was reviewed by the technical service representative and confirmed a pump stoppage event. The lvad clinician confirmed that a percutaneous lead (driveline) repair will not be requested at this time. The patient was sent home with an ungrounded cable for support at night and will remain on batteries. There are plans to work the patient up for a pump explant due to recovery, after the first of the year. No additional information was provided.

Manufacturer narrative:
The reported pump stoppage event was confirmed via the submitted system controller log file. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stoppage event cannot be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received confirming that the patient was explanted on (B)(6) 2018.